Event description:
It was reported by the rep that during a lap toupet procedure that a member of the nursing staff informed him that a dr had experienced a problem with the trocars during the procedure. When the rep spoke with the surgeon, the surgeon informed the rep that had experienced torn outer gaskets on three of his operating parts. The problem caused gas to leak and the procedure to be slowed down or interrupted. Dr placed 1 seal reducer caps on the trocars and completed the case without incident. There was consequence to the pt.